Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Note: mesh was not listed on the complaint. Implant information provided by medical records. Medical records indicate that both products were implanted on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that mesh was implanted on (B)(6) 2008 to treat uterovaginal prolapse, complete and stress urinary incontinence with concurrent a da vinci robotic total hysterectomy with bilateral salpingo-oophorectomy, sacrocolpopexy, cystourethroscopy and placement of suprapubic catheter. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness, bowel problems and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.